Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was due to contamination on the battery board pca and a shorted q1 and u13 component. The root cause for the contamination was ingress of an unknown liquid. The root cause of the shorted components could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was experiencing resets.